Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the intestine during a laparoscopic retosigmoidectomy, the device did not fire. The stapler was replaced to complete the case. There was no patient injury.